Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 2.9 mmol/l. The customer¿s current blood glucose value was 19 mmol/l. The customer did not experienced symptoms of low blood glucose value. Customer treated low blood glucose with food. It was unknown if the customer was using auto mode or not at the time of incident. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5 ( updated summary) and h6( health effect - clinical code) with this report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 ( updated summary) and h6( health effect - clinical code) with this report.

Event description:
Updated summary: customer¿s blood glucose values fluctuates ¿ she is a fragile diabetic. Customer reported having a low blood glucose of 2.9mmol/l and treating it with food. Then her blood glucose went up to 18mmol/l. Her current blood glucose value was not mentioned. She treated the high with the pump. Incident date is (B)(6) 2022 (estimated since no specific date was given for the event one night in early may). Customer also reported having a skin infection from the set. The secretions were white and purulent. It was unknown if pump was used at the time of the low though it was used at the time of the high. Pump does not have auto mode feature. No symptoms of low or high were mentioned. Pump will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Adding no treatment codes for purulent discharge and skin infection with this report.